Manufacturer narrative:
Device received with new software release detected followed by external flash error alarm, problem isolated to the ( mother board ) unable to perform the displacement, rewind and self test due to new software release detected followed by external flash error alarm

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had new software release detected alarm. The customer¿s blood glucose was 114 mg/dl at the time of incident. Customer stated the new software release detected alarm was reoccurred after clearing the alarm. Troubleshooting was performed. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.